Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (345-400 mg/dl). Reportedly, the pump settings were previously adjusted by the customer's health care professional; however the customer's health care professional did not properly save the new settings into the pump. System check with tandem technical support was performed and the pump functioned as intended. During troubleshooting with tandem technical support, it was found that the pump time was inaccurate. Customer reported the pump time may have been set incorrectly. Customer delivered a bolus to address elevated bg levels.